Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information this is an analysis of fifty photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek with lot: x95j54 (expiration date: 2025-07-31), also another tyvek with lot: 601a34. (Expiration date: 2024-12-31) and six tyveks that cannot be identified. The second photo shows tissue being held by a surgical instrument with a line of staples, apparently in one area of the tissue no properly stapler, it is also observed that there is a staple in the finger that is not well formed. The third photo shows tissue being held by a surgical instrument with a line of staples, however, due to tissue on staples line proper/improper form of staples cannot be determined. The fourth photo shows a tyvek with lot: 661a67 (expiration date: 2025-01-31). The fifth photo shows a tyvek with lot: 601a43 (expiration date: 2024-12-31). Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x95j54, and no non-conformances were identified.

Event description:
It was reported that there was staple malformation that occurred from the firing of the first green reload. The issue continued with the subsequent reloads as well. It is noted that the scrub nurse cleaned the cartridge deck of the echelon stapler prior to each reload. It was mentioned that the thickness of the stomach tissue was not thicker than usual. The surgeon stitched the entire staple line to reinforce it.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2023. D4: batch # 914a28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with a tyvek, and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 914a28, and no non-conformances were identified.